Event description:
Reporting status: malfunction. Reporting rationale: a loose stent has occurred in patient anatomy previously and caused or contributed to patient injury. Device issue: loose stent. It was reported that percutaneous transluminal coronary angioplasty (ptca) was being performed on the diagonal artery. While moving the xience v stent delivery system (sds) through the ostial part of the left anterior descending artery (lad), which had mild tortuosity, the stent partially came off of the balloon. As the balloon was only slightly inflated, the balloon and stent were able to be safely removed. After removal of the sds, an xience v 2.25 x 15 was placed successfully in the diagonal and a xience v 2.75 x 8 was placed on the ostial part of the lad. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Stent retention can be influenced by many factors including, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and/or accessory devices all sds are inspected for proper stent placement, stent damage, and crimped outer diameter. A sampling of units is tested to verify stent dislodgement force. The nature of the anatomy may have contributed to the stent becoming loose, as the loose stent was not noted prior to use. A conclusive root cause could not be determined.